Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The user's guide includes adequate instructions for manual recovery of air alarms. A direct correlation between co system one and the reported blood loss cannot be established. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment that could not be resolved. Three 60cc syringes of mixed air and blood were removed during troubleshooting of the alarm. Rinseback of the patient's blood was not completed due to possible clotting resulting in an estimated total blood loss of 280cc. No medical intervention was required.